Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('different kind of abdominal pain') in a 36-year-old female patient who had essure (batch no. C687799-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of fallobian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain and allergy to metals to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 389.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('different kind of abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. C687799) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain and allergy to metals to be unrelated to essure. The reporter commented: removal was performed at the patient's request . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 389.3 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.